Manufacturer narrative:
Additional information was received that there were high impedances noted on the day of revision procedure.

Manufacturer narrative:
(B)(4). Additional information was received that there were high impedances noted on the day of revision procedure. Sc-2316-70 (sn#(B)(4)) device evaluation indicated that the lead passed visual tests performed. The complaint was confirmed. One cable (e9) was broken near the weld nugget of the electrode ring at the distal end. A review of the device history record did not find any anomalies or deviations that potentially relate to the reported event. The source of the damage could not be determined. Sc-3400-30 (sn#(B)(4)) device evaluation indicated that the lead splitter passed visual, electrical, and photographic imaging tests performed. The splitter revealed no anomalies.

Event description:
A report was received that the patient was experiencing rib stimulation. The patient underwent a revision procedure wherein the lead and lead splitter were replaced due to suspected malfunction. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing rib stimulation. The patient underwent a revision procedure wherein the lead and lead splitter were replaced due to suspected malfunction. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing rib stimulation. The patient underwent a revision procedure wherein the lead and lead splitter were replaced due to suspected malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm).